Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, metal shavings were found in the channel upon inspection with a borescope. The root cause of the issue could not be determined, however, the issue was possibly the result of user handling related to reprocessing; insufficient or incorrect reprocessing scope/ accessory used. The event may be detected by following the instructions for use section below: ¿urf-p7/p7r operation manual chapter 3 preparation and inspection¿. In addition, the following non-reportable malfunctions were found during the device evaluation: - bending section cover adhesive deterioration or breakage. - image centering off. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the uretero-reno fiberscope had foreign material falling off from the channel. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the customer is awaiting a replacement device before shipping the defective device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.